Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, for the event of positive culture, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. For the event of foreign material found in the biopsy channel, the foreign material was collected and analyzed. It was found to be polyethylene terephthalate. It is possible that the origin is fibers from clothing, etc., but it has not been possible to specify the origin, as it has a wide variety of uses. The root cause of the event could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to provide additional information provided by the legal manufacture (lm). During review of the device evaluation the lm added the following reportable event; foreign material found in the forceps channel. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no reported patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the forceps/suction channel with the suction pump, and the forceps elevator was raised up and down three times during suction. The air/water channel cleaning adapter was used to send air and water to the air and water channels. During manual cleaning, the leak test was performed, which the device passed, and the detergent used was super flash by adachi. The forceps channel/suction channel, suction cylinder, instrument channel port, and forceps elevator were brushed and the distal end was flushed using the distal end flushing adapter. The automated endoscope reprocessor (aer) used was an olympus oer-4 with endo quick detergent and aceside disinfectant. All channels were properly connected and there were no reported problems with the aer. The expiration date and concentration were controlled. The water quality was controlled and the filter was replaced periodically in accordance with the instructions for use. The device was dried by clean towel/paper and stored in storage without a drying function at ambient temperature and ambient oxygen concentration. Olympus is the maintenance company. The device evaluation found dots are smudged and connected on the water detection sticker 1c; the connecting tube had a scratch; the plastic distal end cover had a dent; the adhesives on the bending section cover and around the objective and light guide lenses had white-clouded areas. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the colonovideoscope tested positive for staphylococcus aureus. Sampling of the outer surface was conducted after two months of storage. The device was quarantined following confirmation of the positive result. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers for additional devices affected: (B)(6) , (B)(6) , (B)(6).